Manufacturer narrative:
Additional information received that the valve was recaptured a second time due to dislodgement. During the third deployment the dissection was observed on the outer curve of the ascending aorta. The physician believed that the dissection occurred during the first recapture of the valve but could not say definitively. The abdominal aorta was reported to be mildly tortuous and annular calcification was noted to be extending into the left ventricular outflow tract (lvot). The minimum access vessel was greater than 6.5 mm and the right access sight was used with the inline sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during initial deployment the valve popped out of the annulus. The valve was recaptured and reattempted to be deployed, but an angiogram revealed a dissection at the sinotubular junction level. Patient was converted to open heart valve repair with ascending aorta repair. Intraoperatively the dissection was noted to be focal and did not involve the innominate artery and was repaired. The valve was replaced uneventfully with a non-medtronic valve. No additional adverse patient effects were reported.